Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, (B)(4), implanted: (B)(6)2017, product type: lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the cause of the wire disconnecting was that the patient was moving in her sleep and pulled the wire out of the holder. The wire was placed back into the holder and it worked as of (B)(6)2017.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_ext, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that when the trial patient woke up the morning of the call the tape had come loose and when they turned over they must have pulled it and the wire disconnected. Patient services asked if the wire became disconnected from the controller and the patient stated that it was disconnected from the wire in their back. The patient further stated they could not find the wire, it was underneath the tape on their back somewhere and they couldn¿t see it or find it. The patient was redirected to their healthcare provider. No patient symptoms were reported. No further complications were reported.